Event description:
A caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions to remove the case from the pump, inspect it, and clean the pneumatic tap area. Upon inspection, no damage or debris was found, and the cartridge was undamaged. The caller successfully reloaded the original cartridge and was able to resume insulin therapy without any issue.